Manufacturer narrative:
The tandem t:slim pump user guide indicates the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog has been tested up to 72 hours of use as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of 200-400 (mg/dl). Customer administered a manual injection and correction bolus to treat bg levels. Reportedly, cartridge uses novolog and was used beyond 3 days. Customer was reminded that novolog is indicated for use up to 72 hours. Recommendation was made to consult health care provider to discuss infusion set options and diabetes management. Customer is using non-tandem pump until pump settings can be reviewed with health care provider.